Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose and passed out. Blood glucose reading went down to 26 mg/dl and 48 mg/dl. It was unknown how the customer treated for their low. The customer declined to troubleshoot for the high and low blood glucose incidents. It was unknown whether customer was using auto mode. The pump will not be returned for analysis.